Event description:
It was reported a problem with the patient programmer . The patient reports not being able to make adjustment both with or without antenna attached. He noticed issue the day before reported event date when he wasn't able to communicate when he was trying to increase stimulation. The programmer won't do telemetry with or without antenna. No patient harm was reported. It was later reported during previous call, the patient had reported not being able to adjust with or without the antenna. He got the replacement controller today. Patient service had the patient try to use the replacement controller with and without antenna, and was still getting the poor communication screen. Upon return of the programmer, during analysis, the software was updated to version 1.4 per eco 09-01338. Replaced the dirty lens. Replaced the tarnished antenna jack as preventive measure. The complaint was unverified.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# j0546487v, implanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).